Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had off no power alarm. The customer's blood glucose was unknown. There was no deliveries, battery out limit and no power alarms. Customer stated that they was not received a low battery alert prior to the off no power alert. The troubleshooting was performed. The customer was advised that they may continue to wear insulin pump until replacement arrives if they insert a new battery and revert to a back up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.